Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. There was no information reported; however, separations and stretching of the shaft were observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the damage.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the herculink device was returned to abbott vascular in a bio hazard bag inside the chipboard box. The balloon was separated at the proximal seal and not returned. Follow-up was made with the site, but they were unaware of a complaint or return of this device; therefore, no additional information was provided.